Event description:
On 12 october 2022, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings and system did not alert the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the fingerstick measurement of 59mg/dl was entered at 6:33 am est on (B)(6) 2022 and the sensor reading was 75 mg/dl. The investigation of the example on (B)(6) 2022, showed that the system was within the 20/20 error bounds of the cgm system. This occasional occurrence is still consistent with normal system operation. Prior to the event, the system was displaying a downward trend in sensor readings, and finally asserted a hypo alert at 6:39 am est on (B)(6) 2022. This behavior indicates the inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 1-4 sensor readings. Per the investigation analysis, the sensor performance metric was falling prior to the event and after the event the threshold was crossed, thus asserting a sensor replacement alert at 6:54 am est on (B)(6) 2022. This was due to the sensor getting close to end of life. Per case notes, user was symptomatic (felt shaky and sweaty). However, user didn't seek for medical treatment and resolved the event by drinking a glass of orange juice. User was advised to let health care professional know of these events. No further resolution was found necessary for this complaint. D4. Updated additional device information. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 19jan2022. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 133.